Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that the arctic sun device alarming temperature probe out of range. They have been utilizing esophageal probe all day and then received alert. They plugged esophageal probe in bedside monitor, and it was not registering there either. Tried utilizing ts foley probe, but it was not registering in patient temperature (pt) 1 or patient temperature (pt) 2 but was registering on bedside monitor. Advised patient temperature (pt) 2 was just a secondary source for monitoring. There has to be a temperature probe connected to the patient temperature (pt) 1 port to run therapy. If esophageal probe was not registering on device or bedside monitor, then the probe was most likely the issue. Noted since ts foley was registering on bedside monitor the issue might just be the temperature cable for that probe and swapped out cable. Nurse noted that they could not locate another cable for ts foley on the floor. Encouraged to reach out to central sterile or biomed to try to obtain replacement cable. Also, they could try replacing esophageal probe and see it that resolved the issue. Advised to call back with any additional issues or questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device alarming temperature probe out of range. They have been utilizing esophageal probe all day and then received alert. They plugged esophageal probe in bedside monitor, and it was not registering there either. Tried utilizing ts foley probe, but it was not registering in patient temperature (pt) 1 or patient temperature (pt) 2 but was registering on bedside monitor. Advised patient temperature (pt) 2 was just a secondary source for monitoring. There has to be a temperature probe connected to the patient temperature (pt) 1 port to run therapy. If esophageal probe was not registering on device or bedside monitor, then the probe was most likely the issue. Noted since ts foley was registering on bedside monitor the issue might just be the temperature cable for that probe and swapped out cable. Nurse noted that they could not locate another cable for ts foley on the floor. Encouraged to reach out to central sterile or biomed to try to obtain replacement cable. Also, they could try replacing esophageal probe and see it that resolved the issue. Advised to call back with any additional issues or questions.